Manufacturer narrative:
No patient information provided as no patient was involved in this concern. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument outside of procedure. It was reported that the probe had a deformed tip. During the regular inspection, the cervical probe could be verified, but it was visually confirmed that the probe was bent. Slight inaccuracy was also confirmed in the bone model. There was no patient present.

Manufacturer narrative:
The probe was returned for analysis. Through visual and functional testing it was determined that the probe had no apparent physical damage. With markers attached and fully seated, the probe returned good geometry and divot error readings. No problem was found. If information is provided in the future, a supplemental report will be issued.